Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was manifold valve not shifting. Additional malfunctions were the hose clamp was defective, the tie wraps were defective, and the compressor was noisy.